Event description:
During routine preventative maintenance of the device, the field service associate reported that the ac cord in the base of the machine exhibited three exposed wires. The insulation was off of the cord. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Device not returned.